Event description:
A customer reported experiencing a malfunction alarm with their pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support guided the customer through resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue happened again.